Event description:
It was reported that the screw fractured at the site. The procedure was completed using another screw.

Manufacturer narrative:
Zimvie complaint number (B)(4). Patient age not provided. Patient weight not provided. Brand name of device not provided. Catalog and lot number not provided. PMA/510(k) number is unknown. Manufacturing date of device is unknown.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following sections have been updated: b4: date of this report b5: describe event or problem g3: date received by the manufacturer h1: type of report, follow-up number h2: follow up type h3: device evaluated by manufacturer: change ¿no' to 'yes' h10: additional narrative during product investigation it has been identidied that the item does not belong to zimvie manufacturer. The item is a 3rd party item, therefore no other reports would be submitted under MFR:0001038806-2022-01512.